Event description:
It was reported that during a procedure, a portion of the suture needle attached to the anchor broke off while suturing the rotator cuff. Two x-rays were taken that showed that the tip of the needle had become imbedded in the bone. Piece was left buried in bone. No patient injury or complication resulted.